Manufacturer narrative:
Updated: b5, b7, f10: patient code, device code, g4, h6: method codes, result codes, conclusion codes; h10 additional manufacturer narrative: through the receipt of medical records the calcification and stenosis was confirmed. With the additional information provided, the cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: correction: b5: corrected implant duration; d6.

Event description:
The initial implanted device was implanted for 12 years 14 days. Additionally, through receipt of medical records, the explant procedure was due to stenosis and the annulus and aortic valve was severely calcified. During the repair procedure there was an aortic tear and rupture that was repaired prior to the replacement valve being implanted. At the completion of the replacement operation it was noted the procedure was successful with no observed paravalvular leaks. The patient was discharged on pod#8.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves., which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The device will not be returned to edwards for evaluation, the device was discarded at the hospital. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of this event cannot be determined, however, it is likely that patient related factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Implant patient registry provided information about a patient originally implanted with a 21mm aortic valve for 12 years 21 days, underwent an explant procedure due to calcification of the annulus and valve degeneration. The patient received a replacement 21mm aortic valve. The patient was discharged post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.